Event description:
It was reported that during a routine follow-up, the patient had been experiencing syncopal episodes. Through the use of a holter monitor, noise resulting in pacing inhibition as well as a loss of capture was observed on the right ventricular lead. Impedance was low and an increase in threshold was also noted. On (B)(6) 2015, the lead was capped and replaced. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.